Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. In addition, the event does not allege a labeling issue or device related infection; therefore no DHR is required. Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. A manufacturing related issue was not identified. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards implant patient registry received information that a 21mm aortic valve implanted 14 years, seven months, was explanted due to aortic stenosis, insufficiency, and calcification. Medical records indicated patient has had perivalvular leak since immediately after implant surgery and has been followed since that time. The valve has now become stenotic as well, and patient presents with increased chest pain and shortness of breath. Records indicated the right coronary could not be identified as it appeared to be behind one of the valve struts. There was heavy calcification of the leaflets. The leak appeared to be somewhere in the left and right commissure areas. The explanted device was replaced with a 21mm valve. Sinus rhythm ensued and the patient initially had a heart block, but this did resolve and subsequently was in a sinus rhythm when he was uneventfully weaned from cardiopulmonary bypass. The patient tolerated the procedure well and was subsequently transported to the open heart recovery in critical, but stable, condition on no pressor support, in sinus rhythm. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint".